Manufacturer narrative:
Batch review performed on 15 april 2021 lot 2000506: (B)(4) items manufactured and released on 28-apr-2020. Expiration date: 2025-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event: gmk-sphere 02.12.0517fl tibial insert fixed sphere flex size 5/17 mm l (k121416) lot. 171058. Batch review performed on 15 april 2021: lot 171058: (B)(4) items manufactured and released on 04-jul-2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in for a post-op appointment and it was observed that the patient had become loose laterally (femur was mobilized) and was unstable. The cause of the looseness and instability is unknown. The surgeon revised the femoral component and insert, and added a fluted extension stem as well as a femoral wedge 5 months after primary. The surgery was completed successfully.